Manufacturer narrative:
The event date was not identified. The device was not returned to the MFR for evaluation. The internal nasal splints are intended for use in splinting the cartilaginous septum, to prevent post-operative edema and hematoma formation. The splints also hold the mucoperichondrium close to the cartilage after septoplasty. Internal nasal splints are constructed of a variety of materials including silicone, c-flex and fluoroplastic. Various shapes include integral airways to allow nasal breathing postop, while others are slit for ease of insertion and removal and have pre-punched holes for easier suturing. Various designs have multiple perforations that allows for continuous sinus drainage against delicate tissue. Some may be trimmed to fit by the surgeon or nurse. Without return of the device, it cannot be determined whether or not it failed to meet specification. The relationship of the device to the reported incident is unclear. Nothing has been returned to the MFR for evaluation - neither the device in question, applicable imaging films, nor medical records. The report is inconclusive as to the cause of the reported product problem. Info received reasonably suggests serious injury, or medical intervention to preclude serious injury, thus we are filing this report as an adverse event and product problem.

Event description:
This report is submitted as a part of a retrospective review, per discussion with office of surveillance and biometrics (osb). The physician positioned doyle intranasal splints to ensure an open airway for a pt post-surgery. When the pt returned for removal of the splints, one of the splints could not be found. The physician needed clarification on how to locate the splint: could it be found via x-ray or would an MRI need to be performed. Internal nasal splints are constructed of a variety of materials including silicone, c-flex and fluoroplastic which are not visible via x-ray. The physician was informed that an MRI would be needed to locate the splint. After the procedure, the splint was found, removed and discarded. There was no pt injury.